Manufacturer narrative:
A field service engineer (fse) conducted a site visit to address the reported event. The fse confirmed the complaint and verified loader problem. The fse observed that the pusher alignment had been knocked out of place. The fse aligned the x1 loader flag and operated rack rotation test several times with no error. The aia-900 analyzer is back in service. A complaint and service history review for serial number (B)(4) from installation date of 12jan2022 through aware date 03jun2022 was performed for similar complaints. There were no similar complaints identified during the search period. A customer reported error message 2300, s. Loader step feed failure on the aia-900 analyzer. The aia-900 operator¿s manual under section 12: flags and error messages states the following: error message: [2300] s. Loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to the x1 loader flag being out of alignment.

Event description:
Customer reported an error 2300, s. Loader step feed failure on the aia-900 analyzer.the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for luteinizing hormone (lhii) and beta human chorionic gonadotropin (bhcg) analytes. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.